Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Date of event, corrected data: the supplemental report #2 inadvertently reported the date of high impedance first found incorrectly. Describe event or problem, corrected data: the supplemental report #2 inadvertently reported the date of this data incorrectly.

Event description:
The generator and lead were received for analysis. Analysis of the lead was completed on (B)(6) 2014. Note that since a portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portion. Analysis of the generator is underway, but has not been completed to date.

Event description:
It was reported that device diagnostics resulted in high impedance (>10,000 ohms). It was reported that the patient would be scheduled to have the device programmed off. No trauma was reported that may have caused or contributed to the high impedance. The device was programmed off. Clinic notes dated (B)(6) 2014 note that x-rays did not identify any discontinuities with the vns system. Clinic notes dated (B)(6) 2014 notes that the vns battery is declining and interrogation shows high impedance. The patient underwent generator and lead replacement. It was reported that diagnostics with the new generator with the existing lead was within normal limits until the generator was in the pocket at which time high impedance was noted. The lead was then replaced. Device diagnostics with the new vns system was within normal limits (1,798 ohms). The explanted generator and lead are expected to be returned, but have not been received to date.

Event description:
Analysis of the generator was completed. Electrical test results showed that the pulse generator performed according to functional specifications. There were no adverse functional, mechanical, or visual issues identified with the returned generator.